Event description:
It was reported that post a rotational atherectomy procedure, a patient death occurred. The lesion was located in the mid left anterior descending (lad) artery. The lesion details are unknown. The vessel was ballooned with an unspecified device. During the procedure "the patient's heart failed. The rotablator burr had perforated the mid lad. The burr was placed down a very minor diagonal artery and went outside the vessel wall." The date of death is unknown. No further information is available.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
It was reported that post a rotational atherectomy procedure, a patient death occurred. The lesion was located in the mid left anterior descending (lad) artery. The lesion details are unknown. The vessel was ballooned with an unspecified device. During the procedure "the patient's heart failed. The rotablator burr had perforated the mid lad. The burr was placed down a very minor diagonal artery and went outside the vessel wall." The date of death is unknown. No further information is available.

Manufacturer narrative:
(B) (6);(B) (4)